Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 279 mg/dl. After troubleshooting, customer was advised the alarm was caused by set and reservoir connection. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.